Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime ll everolimus eluting coronary stent system, instructions for use as a known patient effect of the coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous and moderately calcified lesion in the mid right coronary artery. The 3.0x38 mm xience prime ll stent was deployed at 12 atmospheres; however, post stenting, a proximal edge dissection was noted. Another 3.0x18 xience prime stent was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.